Manufacturer narrative:
(B)(4).

Event description:
Prior to use on a patient, while checking the cuff, a syringe could not be connected to the pilot balloon. The connection was found deformed. There was no patient involvement.